Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review, field data review for the complaint lot and a review of instrument data. Ticket searches determined this is currently the only ticket received in relation to this reagent lot. Trending review determined no adverse trend for the product. Device history record review did not identify any non-conformances or deviations with the complaint lot. Product labelling was reviewed which provides sufficient instruction to aid the customer in resolving their reported issue. World wide data was reviewed and determined that patient median result for the lot is comparable with other lots in the field. Data logs for alinity I instrument, serial (B)(6) were reviewed, no abnormalities were identified in the available data. Based on the evaluation, it is determined that there is no general issue with the alinity I total b-hcg reagent lot identified in the complaint. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product list 7p51-20, that has a similar us product distributed in the us, list 7p51-21 / 31. Patient identifier: the entire ID is (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive alinity I total bhcg of 43.33 miu/ml on (B)(6). A new sample sid (B)(6) was obtained on (B)(6) 2020 with a negative alinity I total bhcg result. The original specimen, sid (B)(6) was repeated with negative alinity I total bhcg result. No impact to patient management was reported. The patient is a (B)(6), no race/ethnicity was provided.